Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented remotely. Upon interrogation, it was noted that there was a low impedance alert, but at the time of interrogation the impedance was back in range. There appeared to be some p-wave amplitude variation as well. The patient would continue to be monitored. The patient was in stable condition.